Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and an unexpected restart alarm. The customer¿s blood glucose was 83 mg/dl at the time of incident. Customer stated that the insulin pump alarmed unexpected restart and unable to clear the alarm due to unresponsive buttons. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 560 mg/dl and treated with insulin pump. Customer declined high blood glucose troubleshooting and stated that the insulin pump is working and was able to deliver a bolus. The insulin pump is not expected to return for analysis.